Event description:
Physician insertion ablation catheter in the patient. Upon attempting to utilize deflection mechanism, catheter failed to deflect. Catheter removed all parts retrieved. Another device used and procedure completed without further incident.